Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke during insertion. All pieces of the screw were removed from the patient. A backup device was available to complete the procedure with a reported 10 minute delay and no patient impact.

Manufacturer narrative:
Device investigation narrative - one (B)(4) twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. The device is used and has surgical matter still attached. Visual inspection shows that the anchor is bent/curved. The distal threads are burnished. These are symptoms of pressure applied. IFU reads: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).